Event description:
It was reported that a foreign material was observed attached to the suture sleeve during in-house inspection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of foreign material was confirmed in the laboratory. Visual inspection of the lead was performed while still in its packaging. A foreign material was found attached to the suture sleeve. This does not meet the established acceptance criteria. This condition is indicative of a potential manufacturing/operator training issue. Remedial actions have been taken to prevent the reoccurrence of this condition.